Manufacturer narrative:
Reporter¿s phone number was not provided this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device auto ran by itself after connecting to power. It was also noted that the device failed pre-test for check power with the test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the pen drive device handpiece would not turn off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.